Event description:
Ous MDR - boston scientific received information that this ra lead perforated the patient causing a pericardial effusion. Ra undersensing was also observed. A revision procedure is being planned to reposition the lead but for now no intervention has been performed and the ra lead continues to remain implanted and in service. No additional adverse patient effects were reported. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.